Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported by the patient¿s mother that the patient¿s blood glucose level increased to approximately 267 mg/dl after approximately 36 hours of pod wear on the leg and did not decrease despite correction bolus doses. Upon pod removal, the cannula was observed to be bent/twisted. The mother administered an insulin pen injection and applied a new pod, and the patient successfully resumed therapy. No medical intervention was reported.